Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pts medtronic rep said to call because pt had trouble getting the ins to recharge. Pt had worked with it for 6 hours and they might get 10% charge even at good it did not stay connected. Pt tried laying on it and everything but even if they get a good connection and motionless it becomes disconnected. Pt got service code 4101 and sometimes the wireless recharger would turn red. Pt told the people at the hcp office who said it was probably scaring but the scar felt feel pretty well healed. The pt had hardly used it in 3 days since they had to wear the wireless recharger for 8 hours a day. Yesterday they had ins battery at 30% and after 5 or 6 hours the ins went from 30% to 10%. During that time the wireless recharger was losing more charge then it was gained. When reviewing reason for call the wireless recharger turned red. When agent asked for event date pt said the ins was turned on october 23rd and they never got it to charge very well for the ins did not get much over 30% charge, they never got it to show excellent and pt had talked to those online who said they never got excellent only good. During call pt closed all applications, reset the handset, and reset the wireless recharger. Agent reviewed best ins charging practices. Pt attempted to recharge the ins and they got an pen loop charging where the middle number did not get higher than 6. Agent encouraged pt to reposition the wireless recharger and pt said look buddy I did this for 10s of hours and they could not keep an ins charging session to last longer than 30 seconds. Pt said the ins helped their back but trying to charge like this had them sitting uncomfortable for it's more of a liability then being a benefit. When pt was feeling their back they just feel the edge of the ins battery, pt said that the ins battery was not flush to their skin, pt noted it was possible the ins was flipped in the pocket tilted at 70 degree angle inward. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Pt had a post op on monday morning and wanted to work on programming but at this point the ins would not be recharged. Additional information was received from the manufacturer representative (rep) stating the implantable neurostimu lator (ins) is tilted which is why it cannot charge. It is unknown why the battery is tilted but it will need to be repaired surgically in the near future. Exact repair date is unknown but the hcp said he would try to fix in december if possible if not january.

Manufacturer narrative:
Continuation of d10: product ID wr9230, serial# (B)(6), product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.